Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an app crash error occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation could not be determined. The root cause could not be determined.